Event description:
Mother of patient reported at approximately that patient received a shock near the jets in the bath tub while soaking at approximately. Patient's mother reported incident to unit secretary who immediately contacted maintenance. Maintenance came to room and was denied entrance by family. Maintenance reported event to administrative officer and charge nurse. Patient denies any pain or problems. States she was not going to report incident. Maintenance turned breaker off. Bath tub taken out of use and control module taken out of tub. Tub now used only as a bath tub.